Event description:
It was reported that a perforation and subsequent pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A partial recapture was performed and upon re-deployment one of the inferior feet caught on the side of the left atrial appendage. At this time, a small perforation with pericardial effusion were noted. Protamine was administered and a pericardiocentesis was performed, which removed 225cc of blood. The drain was left in place for the day and an additional 50 cc of blood was drained. The effusion resolved and patient was discharged.